Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black dirt was found in the cannula interlink lever lock. The following information was provided by the initial reporter, translated from (B)(6) to english: "before unpacking, a black dirt was found."

Event description:
It was reported that black dirt was found in the cannula interlink lever lock. The following information was provided by the initial reporter, translated from japanese to english: "before unpacking, a black dirt was found."

Manufacturer narrative:
H.6. Investigation: the photos of a loose lever lock needle assembly were received and evaluated. It was observed there was multiple black embedded foreign matter particles present in the hub. The particles appeared to burnt plastic, which was rejectable per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.